Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4), implantable cardioverter defibrillator, 2004 (B)(6). (B)(4).

Event description:
It was reported that the implantable tachy lead was experiencing sensing issues and the patient had received inappropriate shocks. Further analysis of the data revealed high sic count, rising impedance, and a patient alert triggered indicating a possible fracture of the right ventricular (rv) ring conductor. The rv lead was reprogrammed which diminished the sensing issues. The patient will be seen again in clinic. No further patient complications were reported as a result of this event.